Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe s2 10ml 21ga 1-1/2in bd (B)(4) contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2020, the product was used to flush the catheter, and a hair was found in the syringe before the fluid was extracted".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1901233. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one video sample was provided for evaluation by our quality engineer team. Through examination of the video, hair was observed inside of the syringe, outside of the fluid pathway. It has been determined that this incident resulted from an operator error in manufacturing practices during the assembly process; which introduced the hair to the product. Based on the current quality controls in place, we believe that this was an isolated incident with an unlikely recurrence.

Event description:
It was reported that a syringe s2 10ml 21ga 1-1/2in bd china contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2020, the product was used to flush the catheter, and a hair was found in the syringe before the fluid was extracted."

Event description:
It was reported that a syringe s2 10ml 21ga 1-1/2in bd china contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2020, the product was used to flush the catheter, and a hair was found in the syringe before the fluid was extracted."

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 301947 lot 1901233 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has determined that the hair was lost due to a failure to perform appropriate gmp practices, neglect, or as part of some raw materials. This foreign matter ended in the assembly machine which produced the mentioned non-conformance. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see section h.10.